Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a crimped cannula event on (B)(6) 2025. The blood glucose level of the patient was high which was treated by changing infusion set and multiple daily injection. The issue occurred with one infusion set used for eight hours and site was upper buttocks.. No further information was available.